Event description:
It was reported to the manufacturer on 10/22/2007 that a customer encountered difficulties during use of a detachable coil. According to the customer: coil was stretched during the procedure. The physician used another of the same type of coil and the procedure was successfully completed with no patient complications. Patient's condition was reported as "good". [The following additional information on the event procedure was requested and received by the manufacturer on 11/12/2007]: an attempt was made to reposition the coil. Although the user facility confirmed that the coil did not prematurely detach, nor was an attempt made to detach the coil, the physician had decided to retrieve the coil from the patient through the intervention use of a snare.

Manufacturer narrative:
All manufacturers. Date received by manufacturer: entered the date when the manufacturer was notified that a retrieval snare was used during this procedure.